Event description:
Reportedly during the procedure the needle detached from the suture strand. The needle was lost in the field and not retrieved. X-ray did not indicate needle was in patient. Patient current status ok. No additional information was available.

Manufacturer narrative:
During a routine review of our complaints this ftr was re-evaluated. Because the information available for the description of the event is insufficient to support a conclusion that an adverse event did not occur the complaint will be reported to the FDA as an adverse event.